Event description:
It was reported that a clearlink continu-flo 3 port manifold valve broke during infusion. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available at the plant for evaluation. Visual inspection revealed a two piece luer lock assembly was broken. The reported condition was confirmed during visual inspection. No other test was performed. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.